Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. The customers blood glucose (bg) level was impacted 250 mg/dl. The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, a system check was performed and the cartridge was found to be the cause of the alarm.